Event description:
The one PICC catheter was a double lumen 5fr power PICC. This was found in an open heart pt on (B)(6) 2013. Staff started to notice the pt had leakage, finally pulled it out and discovered it had a split in it about 4 inches into the arm (was saline infusing so all was "safe"). The leak was about 3mm subcutaneous and there was no injury since it was just saline running at the time.